Manufacturer narrative:
(B)(4). If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between march 4, 2014 and march 6, 2014. The device was received for evaluation. A visual inspection noted white particles between 0.25 and 3.30 mm in size inside the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to investigate the cause of the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained particulate matter in the bladder. There was no patient involvement. Additional information was requested and is not available. This is medical device report 3 of 5.